Event description:
It was reported that during the deep brain stimulation (dbs) lead implantation procedure the patient became unresponsive and began to seize. The lead was removed and a CT scan was performed and revealed no bleeding in the brain. The patient was noted to be doing well post-operatively. The explanted lead was disposed at the facility and was not returned to bsc.